Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual and microscopic examination revealed proximal stent damage. Struts on the first 2 rows from the proximal edge were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The device was returned with a black stent protector and an attached mandrel. It was confirmed by manufacturing that this stent protector could not originate from the promus element manufacturing area. Moreover, it was confirmed by (B)(4) that this is a non-bsc (boston scientific corporation) stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was long, curvy and 70% calcified.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The stenosed target lesion was located in the right coronary artery (rca). After predilating the lesion, a 2.75x32mm promus element stent delivery system (sds) was advanced but could not cross the lesion and the stent became damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.